Event description:
Reporter indicated that patient's ncp system was being explanted because the patient was complaining of shocking in their chest by the generator. It was reported that the surgeon decided to replace the leads as well as the generator since previous lead tests resulted in high lead impedance reading. Further follow-up revealed that the patient complained of shocking in their chest in 2001. Lead test in 02/2002 resulted in high lead impedance reading, indicating possible device malfunction. The ncp system was programmed to off at this visit and later explanted. Attempts to obtain information have been unsuccessful to date.